Manufacturer narrative:
D3: corrected. D9: 3/3/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The temperature would not stabilize. The cause of the issue was found to be a faulty pcb. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was running slow, not pumping water, and the temperature was fluctuating/unstable. There was no patient involvement, and no patient harm/adverse event reported.